Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their unicel dxc 800 pro instrument. The erroneous patient results were reported outside of the laboratory and were later amended. The customer reported that patient treatment was changed due to the erroneous sodium results and four (4) patients were treated with intravenous (IV) fluid. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 pro instrument and identified the failure mode as use error. The fse observed the customer used an incorrect calibrator which affected quality control values. The fse loaded the correct calibrator to resolve the issue. No further information was provided in regards to the four patients treated with IV fluids. There was no report of harm to these patients. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 800 pro instrument. The fse observed the customer was not properly maintaining the instrument and was not correctly performing calibration and quality control. The fse trained the customer and performed calibration and quality control with acceptable results. No further issues were observed. The exact cause of the erroneous results is unknown. The customer did not provide further information in regards to the patients receiving IV fluids. The customer confirmed that there was no harm to the patients due to the treatment. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).